Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a chemolock¿, 5 units experienced a disconnection during patient use. The report stated that chemolock and chemolock port disconnects. The medication involved was fluorouracil (5fu). There was no patient harm reported.

Manufacturer narrative:
The device history review (DHR) lot review of lot# 13847936 was performed and the same failure, lot, and description were found in several complaints. However, none of them have been yet confirmed. D9 - device available for evaluation: no.